Event description:
It was reported that during an abdominoplasty procedure, the staples were not forming correctly. Another like device was used. There was no pt consequence.

Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time. (B)(4).